Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, while harvesting the suture, the physician found that the whole suture loop was out of the arteriotomy. The physician re-introduced the guide wire and removed the device without a problem. A second proglide was used and hemostasis was achieved. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed.